Manufacturer narrative:
A complaint history record(chr) review could not be performed as no batch/lot number was made available for this reported event. A device history review was unable to be performed since no lot/batch number was provided. A retain sample analysis review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax1.00in prn slm npvc leaked on (B)(6) 2025, at 10:30 a.m., the nurse on duty was performing an indwelling needle puncture on a patient and noticed blood leaking out of the core exit port, took a photo of the puncture, removed the punctured indwelling needle, and re-performed the indwelling needle puncture. No apparent harm was done to the patient.